Event description:
It was reported that a spectrum pump had failed the downstream occlusion test during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a failed the downstream occlusion test could not be reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The product was determined to be within specification and no correction was required. Should additional relevant information become available, a supplemental report will be submitted.